Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an unknown dermatology procedure and suture was used. When the package was opened, it was found the needle had been exposed outside the tray because the needle had pierced the paper label on the tray. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
Sample for product code z511 and one empty winding former were returned. Visual inspection was performed and it was observed that one needle was stuck in a paper lid with tape, the suture was not returned. The needle was removed from the paper lid and the paper lid was examined for visual inspection and no perforations were noted on the paper lid. The foil was not returned for evaluation.